Event description:
Report received indicated that while attempting to place the stent delivery system (sds) in the target lesion, the stent became dislodged from the delivery system. Physician was able to snare the stent successfully. There was no harm to the pt. Attempts have been made to receive patient-procedure specific info; however, info has not been provided to date.

Manufacturer narrative:
A stent has been returned for eval and testing. However, the failure analysis report is not complete. Add'l info will be sent within 30 days upon receipt.